Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: item # 51-107160, stem, lot # unk; item # 650-1057, head, lot # unk; item # unk, shell, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05773, 0001825034 - 2018 - 05776, 0001825034 - 2018 - 05775.

Event description:
It was reported that approximately 1 month post implantation, the patient developed a uti and urinary retention. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Device history record was not reviewed due to item and lot identification is necessary for review. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.